Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. Potential findings were identified; however, as no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pinch clamps would not hold guidewire. Guidewire was able to slide through pinch clamps on all agba piccs. Piccs were successfully inserted and remained in patient, therefore not returned for inspection. They also noted that many of the patients that had the piccs inserted with the pinch clamps ended up having blockages and therefore have stopped using agba piccs with pinch clamps." The patient's current condition is unknown at this time. Associated MDR numbers include:9680794-2025-00381 and 9680794-2025-00298.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pinch clamps would not hold guidewire. Guidewire was able to slide through pinch clamps on all agba piccs. Piccs were successfully inserted and remained in patient, therefore not returned for inspection. They also noted that many of the patients that had the piccs inserted with the pinch clamps ended up having blockages and therefore have stopped using agba piccs with pinch clamps." The patient's current condition is unknown at this time. Associated MDR numbers include: 9680794-2025-00298.